Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that the device's lid latch was pushed off the case shaft and, as a result, the on/off switch could not be activated in order to power the device on. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device did not power on when prompted. There was no patient use associated with the reported event.